Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lots (gd881466, gd880781 and gd879171) and no issues were found related to the reported condition during the manufacture of those lots. Based on the information obtained during baxter's investigation, the cause of this incident could not be determined.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. Baxter has received similar reports for the reported condition. The root cause investigation is in progress.

Event description:
This is a spontaneous report by a nurse from the USA of peritonitis in a(B)(6) male coincident with dianeal pd4 ultrabag therapy. On an unreported date, the patient began treatment with dianeal pd4 ultrabag (dose, frequency, lot number not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer service, the patient's nurse reported the following information. On an unknown date, the patient experienced peritonitis. The patient was not hospitalized for the peritonitis. Per the nurse, the peritonitis was caused by the patient not using the right solutions. A peritoneal effluent culture was not performed. It was unreported if treatment was provided. Dianeal therapy was ongoing. At the time of this report, the patient was recovering from the peritonitis. Per the nurse, the peritonitis was unrelated to dianeal therapy.